Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the clinic asymptomatic with a lead fracture. The patient is non-dependent. It was also reported that the impedance jumped from the stable 600 ohms to greater than 2000 ohms. The was no capture at 7.5 volts in both bipolar and unipolar configurations. The patient was programmed odo until the lead fracture can be addressed. No patient complications have been reported as a result of this event.